Event description:
It was reported that device did not always charge due to faulty charging port. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.